Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the results of the investigation, the device displayed vertical stripes on the image due to damage in charge coupled device (ccd ) unit. The root cause of the damaged ccd unit could not be identified. Reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection the bronchofibervideoscope displayed vertical stripes on the image. There was no patient involvement.